Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) noticed that there was a foot of air in the patient line of the cassette during the automated peritoneal dialysis (apd) therapy on the homechoice (hc) device. This was found during the initial drain while the hp was connected. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) had the hp cycle the power on the hc, end the therapy and disconnect. The tsr instructed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.